Manufacturer narrative:
The customer reported that when a new patient is admitted at the central nurse's station (cns) the existing patient that is being monitored will have their demographics overwritten. The admitting nurse will then have to go and re-admit the overwritten patient once again. They also states that none of the overwritten patients information is lost when this occurs, but that they are concerned for patient safety regardless. No harm or injury was reported.

Event description:
The customer reported that when a new patient is admitted at the central nurse's station (cns) the existing patient that is being monitored will have their demographics overwritten. The admitting nurse will then have to go and re-admit the overwritten patient once again. They also states that none of the overwritten patients information is lost when this occurs, but that they are concerned for patient safety regardless. No harm or injury was reported.